Event description:
The customer reported to baxter (B)(4) a clearlink system continu-flo blood/solution set in which the set "fell apart at y-connector." It is unknown when the condition was identified; however, there was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). One (1) actual sample was returned for evaluation. The customer reported issue was confirmed. However, based on investigation on the returned sample and manufacturing processes, no assignable cause can be determined. Visual inspection was performed and a separation was found at the joint between the tubing and the luer activated valve which was caused by no solvent present at this joint. Awareness on this complaint will be conducted to the relevant personnel. A batch review was performed on the reported lot with no deviations found.